Event description:
This is filed to report the device detaching from the anterior leaflet, an anterior leaflet rupture, worsening mitral regurgitation, and surgical intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to treat degenerative mitral regurgitation (mr) grade 3-4. A mitraclip xtw was implanted successfully, reducing the mr to grade 1-2. When removing the steerable guide catheter (sgc), the patient developed a severe arterial bleed. The patient was transferred to the vascular surgical team and surgical intervention was necessary to stabilize the patient. It was noted that the artery was punctured. Per the physician the puncture was thought to be due to the initial access needle prior to sgc insertion. The bleed was not noticed until after the sgc was removed, as the sgc tamponaded the bleed. The artery was repaired and the patient was stable. Later, on (B)(6) 2022 a follow up echocardiogram was performed and it was observed a single leaflet device attachment (slda) had occurred. An anterior leaflet rupture was suspected as there was a lot of tissue in the clip. The patient's mr grade increased to 4+ and on a later day the patient underwent surgical repair. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The sgc referenced in is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported slda cannot be determined. The unspecified tissue injury and mitral valve insufficiency/ regurgitation appear to be due to the slda. Mitral regurgitation and tissue injury/damage are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.